Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm could not be confirmed based on the fact that of a sample not being provided. A root cause was undetermined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) close all of the clamps and transfer set, cycle the power off and on and then cycle the power off and on to press go to start prompt. The tsr explained the alarm and the hp stated that she did not disconnect and did not have any spare lines. There were no wet lines and the hc primed ok. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish the nights therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp had no idea how the air had entered the lines. The hp did not note anything unusual with the supplies at use that night. The hp had notified their nurse regarding the alarm. No further information was provided. There was no injury or medical intervention reported.